Event description:
A pk papyrus covered stent system was selected for treatment. Stent dislodged from delivery system outside patient when the stylet was removed.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. The balloon has a strong kink about 1 mm distal to the proximal x-ray marker. The stent is displaced by about 8 mm in distal direction. The stent is deformed (i.e. Pinched) at its distal end. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped centered on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU advises the user to pull at the very distal end of the protector to avoid dislocation of the stent.